Manufacturer narrative:
Evaluation summary: the returned device was decontaminated and inspected. It was confirmed that one pin had broken free from the upper jaw. The upper jaw was damaged in a pattern consistent with the application of excessive axial compression. The IFU contains a warning that excessive pushing, twisting or levering may cause breakage. The lot history record was reviewed and no manufacturing related issues were identified that would affect device function during use.

Event description:
Physician reported that upper jaw pin of device broke free during arthroscopic knee procedure. Pin was retrieved and there was no harm to patient.